Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, there was a cracking sound and the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted. There were no patient complications due to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, there was a cracking sound and the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted. There were no patient complications due to the event.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and the spindle found to be outside of the main body. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. The cam lobe was significantly bent and a severe abrasion was observed on the mating surface of the actuator. This damage was likely due to the user exerting excessive force while attempting to deploy the spacer against a rigid spinous process. The damage to the spacer was sufficient to prevent functional testing.